Event description:
It was reported by the customer that a pyxis medstation es system tower door was failed. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door was failure often. A field service engineer replaced the tower door latch assembly with the new tower door latch to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.